Event description:
It was reported one day post-implant, an x-ray revealed that the electrode had become dislodged. A lead revision procedure was subsequently performed and was successful. The electrode remains in service at this time. No additional adverse patient effects have been reported.